Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
It was reported on (B)(6) 2019 that two weeks ago the recipient started to refuse to wear the processor and the hearing performance with the device decreased. The user no longer will use the processor on this side and will continue to use the contra-lateral device. Re-implantation has been suggested, but as patient is at the beginning of the school period the parents do not want to proceed at this time.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on (B)(6) 2019 that two weeks ago the recipient started to refuse to wear the processor and the hearing performance with the device decreased. Expert testing will be performed and control unit will be replaced.